Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated the bag disconnected from the tubing. The tsr advised the hp to start over with new supplies and notify the peritoneal dialysis nurse of the alarm. Product surveillance contacted the peritoneal dialysis (pd) nurse. The pd nurse stated she was made aware of this report by the hp and that the hp is continuing therapy as usual. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 21,935 joules. No pt injury was reported. A device eval is pending.